Manufacturer narrative:
Additional information: h6. Correction to d10 (and remove date) and h3. Device was discarded. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020 (the customer stated "occurred the week before last"). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was damaged; further described as ¿line was severed¿. The customer did not know which line. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.